Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ping meter displayed an error 5 message. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter issue occurred on (B)(6) 2016 at 04:00pm. The patient manages her diabetes with an insulin pump and the reporter stated that the patient had her usual dose of humalog insulin administered on (B)(6) 2016 at 07:00pm. The reporter detailed that the patient developed symptoms of "thirst, excitable and anxious" three hours after the issue occurred. The reporter denied that the patient received any treatment however stated that the patient had her blood glucose tested on another meter which gave a result of "over 400mg/dl". During troubleshooting the cca noted that it was not the first time the meter had been used and the test strips had not expired or stored incorrectly. The patient followed the correct testing procedure and the test strips completely drew in sample. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.